Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600i synchron access clinical system had a leak from the buffer syringe. The wash solution was seeping from the wash syringe. The leak was contained inside a cabinet. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) adjusted the pump box, performed leak testing, and found leak at luer fitting. Fse replaced the syringe to resolve the leak.